Event description:
The customer stated that he performed several blood glucose tests back to back and received readings from 24-252 mg/dl. The difference between the first and last readings fall in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the erratic readings. The strips are to be returned for evaluation, and replacement strips will be sent.